Event description:
It was reported that the device was explanted and replaced prophylactically, during an unrelated procedure, as it is included in the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on 20 july 2022, which applies to a subset of devices distributed and implanted outside of the united states. There was no device malfunction observed on the device. The patient was stable with no consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was discarded and not returned for analysis. Based on the information received, there was no malfunction observed on the device and it was explanted prophylactically since the patient was pacemaker-dependent.